Event description:
It was reported that during a device replacement, the physician had difficulty removing the lv lead due to a set screw anomaly. Several unsuccessful attempts were made to disconnect the lv lead from the device. The device connector was finally cut and the lead was removed. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.